Event description:
A broken haptic was reported when inserting an intraocular lens (iol) model za9003 into the patient's eye. It was stated that the incision was slightly enlarged to remove the lens within the same procedure.

Manufacturer narrative:
Completed by manufacturer missing patient (B)(4): enlarged incision. The device was visually inspected at the abbott medical optics (amo) facility in (B)(6) and showed that the intraocular lens (iol) had a haptic broken at mid point. In addition the lens was received cut in half which is a condition that is consistent with a lens that has been implanted and removed from the eye. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.